Event description:
Additional information received reported that the procedure was completed using onyx and n-bca. Three boxes of onyx were used during the procedure, all of the same lot. No medical or surgical intervention was required. The physician paused for 1 minute between injections. There was no onyx reflux. The dead space of the delivery catheter had been filled with dmso. The avm was located in the brain.

Manufacturer narrative:
H3: device received, pending analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: one 1ml onyx syringe and one onyx 18 vial (ref: 50067-060-3 lot: b809663) were returned for analysis within a shipping box, a tyvek bio-pouch, and plastic bio-pouches. Damage location details: the 1ml onyx syringe was returned with ~0.4ml of onyx within the syringe barrel. No damage was found with the onyx syringe. The aluminum cap tab on the onyx 18 vial was found to have been removed, and the rubber stopper was punctured. The contents of the onyx 18 vial were found to be partially consumed. Testing/analysis: none. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was poor onyx visualization. The physician was injecting onyx through an eclipse balloon and the onyx was not radiopaque. They held the syringe under the fluoro and did not see anything. The onyx was shaken for over 30 minutes at a max speed setting on the shaker. The onyx vials did not sit more than 5 minutes prior to injection. It was injected immediately after mixing. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of dural arteriovenous fistula (davf). It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was good.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.